Event description:
It was reported that whilst performing a threshold test with the programmer, the programmer froze and no options could be checked. The programmer was then power cycled and the issue was resolved.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.